Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a patient with a history of trauma and pelvic fractures and not a candidate for anticoagulation had a filter successfully deployed. There were no complications. Approximately eight years seven months post filter deployment, a CT scan of the abdomen was performed which demonstrated the filter apex located 4cm below the level of renal veins and filter struts penetrating the cava wall with no interval change, which was compared to a prior CT scan. The filter was intact with no detachment and was centered in the lumen of the inferior vena cava. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately eight years seven months post filter deployment, a CT scan of the abdomen demonstrated filter struts penetrating the cava wall with no interval change compared to a prior CT scan. Therefore, based on the provided medical records, it can be confirmed that filter limbs penetrated the ivc wall. However, the investigation is inconclusive for perforation of filter struts. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter strut(s) perforated into organs. There was no reported patient injury.